Manufacturer narrative:
D4: unique device identifier (UDI) not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, all devices were displaying a critical override status. Patient information and medication orders were reported as delayed or down for approximately 39 minutes. The customer confirmed that there were no network issues on their end. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.